Event description:
Reporter indicated that vns pt was experiencing severe shortness of breath. The pt reportedly felt as if pt was going to have a seizure and swiped the device with the magnet. The pt then began to cough severely with shortness of breath which did not resolve when the coughing stopped. The pt went to the hosp emergency room at which time EKG, chest x-ray and h&p (history and physical) did not show any abnormalities. The pt was seen by the neurologist the following day at which time the device settings were adjusted (specifics unknown) and the symptoms subsided.